Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed right ventricular (rv) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/over stress, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, outer insulation stretched at (B)(4) centimeters, and exposed rv coil distorted at (B)(4) centimeters, damaged at explant. On (B)(6) 2015, ventricular fibrillation (vf) detected episode with a successful appropriate shock. Power on reset (por) on (B)(6) 2015 cleared previous data captures. (B)(4).

Event description:
It was reported that during patient ventricular fibrillation (vf) the implantable cardioverter defibrillator (ICD)&#334;countered power on reset (por), however the vf was successfully terminated. The right ventricular (rv) lead exhibited possible insulation issue. The rv lead and ICD was explanted and replaced. No patient complications have been reported as a result of this event.